Event description:
Additional information received that confirmed that the needle would not retract, during a hemostasis procedure. This is the reason the scope was scratched.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The received optiflo device was examined. Once the optiflo catheter was extended, the needle was able to advance and retract, which allowed the device to work properly. The optiflo device was tested using a syringe with water; no occlusion was found. The report of the needle not being able to retract was not able to be confirmed. Further examination found a crack between the handle and the lumen. The optiflo device was broken in a manor which would not be a manufacturing issue; excessive force was needed to reproduce the failure. This investigation will be assigned the most probable root cause classification of handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure. According to the complainant, after the device was used for an injection, it was found that the joint point between the handle and the injection pipe was cracked. This is not considered a reportable event. However, after they retrieved the injection needle, the biopsy channel of the endoscope was found to be scratched. It is unknown what caused the scratch. Attempts to obtain further information on the cause of the scratch has been unsuccessful to date. However, although not reported, there is a possibility that the needle was not fully retracted, which could have possibly caused this scratch. This type of defect is considered a reportable event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure. According to the complainant, after the device was used for an injection, it was found that the joint point between the handle and the injection pipe was cracked. This is not considered a reportable event. However, after they retrieved the injection needle, the biopsy channel of the endoscope was found to be scratched. It is unknown what caused the scratch. Attempts to obtain further information on the cause of the scratch has been unsuccessful to date. However, although not reported, there is a possibility that the needle was not fully retracted, which could have possibly caused this scratch. This type of defect is considered a reportable event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Should additional relevant details become available, a supplemental report will be submitted. Additional information received that confirmed that the needle would not retract, during a hemostasis procedure. This is the reason the scope was scratched.